Manufacturer narrative:
As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was analyzed for longevity, and it was determined that the device met specification for battery depletion. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), which had been implanted for one year, showed a remaining longevity of 2.5 years. A boston scientific technical services (ts) consultant discussed that at the programmed settings the device should last longer than 3.5 years. The device was explanted for battery depletion and returned for analysis. No adverse patient effects were reported.